Event description:
It was reported that a patient underwent an unknown spinal procedure. After the surgery it was discovered that the tip of the driver was damaged/split. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that a crack appears at the tip of the driver starting at the weakest section of the internal hexagon due to overload applied to the driver. The origin of the overload may come from repetitive usage of the driver (driver manufactured in 2005 according its lot number). No deviation or non-conformance has been recorded for this lot number.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.